Event description:
It was reported that the cartridge shroud became damaged. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 144-145 mg/dl.

Manufacturer narrative:
Device not returned